Event description:
It was reported that the colonovideoscope had distorted video when it was plugged into the power source. The issue was found during the inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water channel has white residue on both sides. Based on the results of the investigation, since the reported failure was not confirmed a definitive root cause could not be identified. However, the most probable cause for white residue also could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.